Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to the malfunction, and there was no adverse impact on the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, ensuring the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any malfunction code reappears, which the caller acknowledged and understood.